Event description:
A nurse reported that the system did not perform vacuum due to an occlusion during a cataract extraction with intraocular lens implant surgery. The procedure was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
A review of the service report indicates that the system had poor aspiration. The company representative examined the system and was not able to duplicate the reported event. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the date of (B)(6) 2013 did not reveal any nonconformity related to poor aspiration; the event log showed no abnormal activity. A review of complaints for the last 24 months did indicate one similar report for this system root cause cannot be determined conclusively. (B)(4).